Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. X-rays were taken and migration of the leads was confirmed. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention took place on (B)(6) 2024, wherein one lead was repositioned, and the other lead was explanted and replaced to address the issue. Post-op shocking issue has resolved.